Manufacturer narrative:
This product was not returned for analysis since it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new rv lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was coiled around the device/pocket and encapsulated from the previous implant. Subsequently, this rv lead was surgically abandoned due to loss of capture (loc).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new rv lead was implanted. No additional adverse patient effects were reported.